Manufacturer narrative:
Analysis: visual inspection of the returned device shows no outward signs of physical damage to the returned introducer or cannula. No spring wind dents or abnormalities were noted. Introducer and cannula were not cleaned or wiped down. Insertion of the introducer into the cannula was attempted and found to be difficult to advance past the last 3 baskets of the cannula. With force, the introducer was able to move through all of the baskets, however, could not pass the tapered portion of the introducer through the cannula tip. Cannula i.d. At tip appears to be under sized. The device has been returned to the supplier for further evaluation. Conclusion: reduced performance of the device occurred and is related to the event. Investigation continues to determine root cause. Device changed out with no reported adverse patient effects. Medtronic continues to monitor field performance for trends.

Event description:
Medtronic received information that the white obturator was difficult to remove from this cannula after cannulation. The cannula was reportedly removed, and a similar cannula was used to replace this product. There were no reported adverse patient effects.